Manufacturer narrative:
Follow-up #1: date of submission 08/08/2016: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: review of the pump history did not reveal any records of occlusion alarms. The pump was returned with the occlusion sensitivity level set to ¿high.¿ force sensor calibration check confirmed the sensor was detecting correct force. An occlusion alarm was reproduced for the investigation; the pump gave the appropriate sound and displayed alarm message on the screen. The occlusion alarm feature was found to be functioning properly during testing. The total daily doses add up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the reported complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia on (B)(6) 2016 while on insulin pump therapy with blood glucose measuring 584 mg/dl. No details regarding treatment/resolution of the hyperglycemic event were provided. The reporter stated the pump experienced the absence of occlusion alarm. Animas customer technical support confirmed with the reporter that the occlusion sensitivity setting is "high" a nd there was no reported damage to the pump. This complaint is being reported because the patient reportedly experienced an adverse physical event while on insulin pump therapy associated with the absence of occlusion alarm which is reported because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.